Manufacturer narrative:
Device received with blank display due to moisture damage. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. During visual found motor and electronic stack moisture damage. Unable to verify pump error 63, unresponsive keypad or audio or vibrate anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that buttons were not working, sound was not as loud as it should be and hardware low level failure alarm at self test. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump did not vibrate and beeps were always quite. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.